Event description:
It was reported that the customer was unable to charge the pump using the Tandem-provided USB charging cable due to the connection being unstable. Reportedly, the customer had to hold the cable in place for the pump to charge. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and adapter was sent to the customer to address the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.